Event description:
It was reported that patient experienced that infusion set came off during use on (B)(6) 2026

Manufacturer narrative:
E1: patient city: (B)(6)patient country: spainname: (B)(6)country: united states of americaaddress ¿ line 1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545.